Event description:
According to the reporter: the bag tore while the surgeon was trying to extract the surgical pieces. They fell back into the patient. The surgeon had to reinsert trocar and insufflate the patient to get the pieces back. Everything was retrieved. The case was extended by more than 30 minutes. There was no bleeding reported in excess of 500cc. There was no unanticipated tissue loss.

Manufacturer narrative:
(B)(4).